Event description:
It was reported that due to an infection and an urethrocutaneous fistula the patient had his artificial urinary sphincter (aus) explanted. The patient status is stable following this procedure.

Manufacturer narrative:
Coding updated. Control pump fgs lot 1000195732 model 72400098. Balloon fgs 61-70 cm lot 1000194151 model 72400024. The device was not returned so physical analysis could not be performed. A labeling review confirmed that fistula and infection are within the product labeling. Based on the investigation, an evaluation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that due to an infection and an urethrocutaneous fistula the patient had his artificial urinary sphincter (aus) explanted. The patient status is stable following this procedure. A re-implant surgery was later performed on (B)(6) 2020, and a new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of fistula and infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Control pump fgs, lot: 1000195732, model: 72400098. Balloon fgs 61-70 cm, lot: 1000194151, model: 72400024.

Event description:
It was reported that due to an infection and an urethrocutaneous fistula the patient had his artificial urinary sphincter (aus) explanted. The patient status is stable following this procedure.